Manufacturer narrative:
A complete lead as returned in four pieces measuring 16.7cm from the connector pin, 3.5cm of the middle portion, 4.0cm of another middle portion, and 47.7cm from the distal end. The damage found was sustained during the procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an unrelated reason and the right ventricular lead exhibited high impedance and high capture threshold. The lead was explanted. The patient was recovering post procedure.